Event description:
The patient presented with a bladder injury, the severity of which was rated as moderate (2: enough discomfort to cause interference with usual activity). The surgeon related the relationship to device/procedure as possible (2: possible relation to device). The bladder was repaired; urologist placed stents. The stents were reviewed in the urologist's office one week later. Foley x 1 wk. The issue was resolved and no tape was removed.